Manufacturer narrative:
The investigation for the reported access site bleeding issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding issue was most likely use related as the cause of bleeding was a slight incision in the skin at the access site before inserting the impella. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced access site bleeding. The physician confirmed that the slow bleeding was from the impella access site and that the cause was a slight incision in the skin at the access site before inserting the impella. Additionally, the physician expressed the bleeding wasn't a result of the impella. The physician made the decision to remove the impella since the patient was hemodynamically stable, and due to a 16 french sheath being used the bleeding could be stopped with a single perclose suture during the removal of the impella. This device was removed.